Manufacturer narrative:
Examination of the submitted device confirmed the end cap component has fractured at the center of the pin that secures the cap to the shaft. The end cap was not returned. A conclusive root cause could not determined without the end cap component to examine; however, based on previous investigations the root cause is being attributed to suspected misuse. The sigma unicondylar surgical technique (.25m0908 / 0612-05-507) states "use the tibial osteotome to gently remove the bone from the keel slot. Do not impact forcefully as this can cause a break of the posterior tibia". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The shaft of the instrument can detach from the base.